Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history for lot 13530258 was reviewed and no nonconformities were found that would lead to the reported complaint. Additional reporter: (B)(6).

Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip where it was reported there was a crack. The joint was broken during use. Replaced it with a new one. There was patient involvement and a delay in treatment, unknown patient harm.